Event description:
It was reported that the patient had his artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of 2 - 4.5 cm cuffs, pump, and balloon were implanted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 11:29 am CT. The report number is being corrected from: 2183959-2018-62009 to: 2183959-2018-61175.

Event description:
It was reported that the patient had his artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of 2 - 4.5 cm cuffs, pump, and balloon were implanted. Additional information received indicated the device was removed and replaced as the patient was leaking.